Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical a death investigation on ltv 1150. This event happened during patient use. A 9 month old infant was put on this ventilator at 1 am and found unresponsive at 8am. The ventilator was still ventilating. They unhooked the unit, turned it off and did CPR(cardiopulmonary resuscitation) but the infant expired.